Event description:
Attorney claims that while their client was using the walker, "a metal piece in themiddle of the walker" allegedly cracked. The consumer allegedly fell "striking their right knee, causing a deep gash in the knee and opened the surgical wound". Details regarding injury are unknown.